Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously low hemoglobin a1c (hba1c) results for 13 patient samples assayed on the synchron cx(tm)5 clinical system. The patient results were not reported out of the laboratory. There was no reported impact to patient treatment. The customer reported that quality control results were within their expected ranges at the time of the event. The customer suspected the hba1c for 13 patient samples to be low. The hemoglobin results, however, correlated well with the cbc (complete blood count) hemoglobin results. The customer sent the 13 patient samples to a reference lab for repeat analyses as the customer had run out of hba1c reagent and the reagent was on backorder at the time. The reference laboratory generated higher hba1c results for the 13 patient samples. These results were interpreted to be correct and the customer reported these results. When the customer received the replacement hba1c reagent (same lot as was initially used), the hba1c assay results for the 13 patient samples correlated with the results obtained from the reference laboratory. A definitive root cause has not yet been determined for the event.

Manufacturer narrative:
Result: erroneous results generated. Conclusion: a definitive root cause for the event has not been determined.